Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not aspirate during surgery. The type of surgery was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the slightly bent needle, orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration, and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Couple gouge marks observed at one location on the inner cutter and wear marks at the bend area. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for functional testing for aspiration. The complaint evaluation does not confirm the probe had an aspiration failure; the evaluation indicates the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft and aspiration flow through the probe. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. No further investigative or manufacturing actions are warranted at this time as the reported aspiration failure was not confirmed and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).